Event description:
The manufacturer received information alleging a leak occurred from a ventilator's exhalation valve. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.